Manufacturer narrative:
Additional information has been received regarding ngp early battery depletion recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. Unit passed selftest, failed sleep current measurement and active current measurement, no unexpected battery/power related alerts/alarms noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected battery/power related alerts/alarms noted on the event date or 7 days prior from the event date. The p-cap locks properly into the reservoir compartment. The pump was cut open and corrosion was noted on pcba 1 and pcba 2 during visual inspection. The following were noted during visual inspection: minor scratched lcd window, damaged display window cover (scratched), cracked select button on keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked case at belt clip rail corner, stained serial number label, and scratched case. Blank display was not confirmed during analysis, however high current was confirmed during testing due to corrosion on pcba 1 and pcba 2. Labeled damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed condensation on the upper part of the insulin pump's screen and had a blank display. The customer also reported that the insulin pump's labels were reported as missing, worn, faded, or damaged following usage. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for labelling issue and instructed customer that serialized device will be replaced. Troubleshooting was performed for display issue, customer was using the correct battery cap for the pump, inserted a new battery and restarted the insulin pump but the display did not return. And the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1880 was requested and the customer response was that the device will be returned.